Event description:
It was reported that the patient's right ipg was moving around in the pocket. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was sutured down and moved to a better area. Effective therapy was established post-op.

Manufacturer narrative:
Date of event is estimated. The event of a pocket revision was reported to abbott. The ipg was moving around. During the procedure the ipg was sutured down and moved to a better area. Effective therapy established after surgery. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.